Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photo. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by an arthrex employee via email that an ar-1555bc biocomposite-tenodesis screw broke during insertion into the fibula. This was discovered during an anterior talo-fibular ligament reconstruction procedure on (B)(6)/2023. The case was completed using another ar-1555bc biocomposite-tenodesis screw from the same lot number.